Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to non-product experience. No additional adverse patient effects were reported. This supplemental report is being filed due to additional information received. It was indicated that the right atrial (ra) lead was micro-dislodged. The ra lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to non-product experience. No additional adverse patient effects were reported.